Event description:
A customer in (B)(6) notified biomerieux of a discrepant result associated with the vitek ms-ds slide (reference 410893) involving an ear pus sample from a newborn. The customer reported vitek ms identified the sample as staphylococcus saprophyticus (99.9%) using bd culture media. A subculture, using tss agar, was also identified as staphylococcus saprophyticus on the vitek ms. The customer indicated sending the strain to another laboratory where it was identified as staphylococcus succinus using the maldi-tof bruker. The customer reported that the staphylococcus succinus results were communicated to the physician and there was no therapeutic failure, inappropriate treatment or patient impact.

Manufacturer narrative:
This report was initially submitted due to a discrepant result associated with the vitek® ms. The customer reported vitek® ms identified the sample as staphylococcus saprophyticus. The customer indicated sending the strain to another laboratory where it was identified as staphylococcus succinus using the maldi-tof bruker. Biomérieux investigation was conducted for the strain submitted by the customer. A 16s sequencing confirmed the identification of the organism as staphylococcus succinus. Vitek® ms testing provided noid (no identification) for the submitted organism. The investigation did not reproduce the customer misidentification. As the expected identification (staphylococcus succinus) is not included in the current vitek® ms knowledge base, the vitek® ms functioned as intended by providing a noid response. Evaluation of the ecal mzml files submitted by the customer indicates the system was not out of fine-tuning tolerance and cannot be the cause of the misidentification observed. However, some variability was been observed between spots which indicates a spot preparation issue. The investigation concluded the vitek® ms is performing as intended.